Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 544 mg/dl, 531 mg/dl and 474 mg/dl. The customer was treated with a total of 14u of bolus. The customer reported that they felt ok just a little tired. The customer did not allege the insulin pump for under delivery. The customer stated that the drive support cap appeared to be normal. The insulin pump will not be returned for analysis.